Event description:
A barostim system was implanted on (B)(6) 2025. Since implant, the patient experienced worsening vocal issues in the form of partial vocal paralysis and increased dyspnea on exertion (doe) and shortness of breath (sob). In the opinion of the physician, the root cause of the partial vocal paralysis was unknown but possibly related to nerve damage or vocal cord trauma during barostim implant as the onset was post-barostim implant. In the opinion of the physician, the doe and sob were not due to barostim as the patient had recently experienced covid. A barostim follow-up was scheduled for (B)(6) 2025. The patient was referred to physical therapy for their voice and vocal cords, and physical therapy was scheduled to begin in mid-(B)(6). As of (B)(6) 2025, no change to the vocal issues had occurred.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Manufacturer narrative:
Updated fields: b4, b5, g2, g6, h2, h11 cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Since implant, the patient experienced worsening vocal issues in the form of partial vocal paralysis and increased dyspnea on exertion (doe) and shortness of breath (sob). In the opinion of the physician, the root cause of the partial vocal paralysis was unknown but possibly related to nerve damage or vocal cord trauma during barostim implant as the onset was post-barostim implant. In the opinion of the physician, the doe and sob were not due to barostim as the patient had recently experienced covid. A barostim follow-up was scheduled for (B)(6) 2025. The patient was referred to physical therapy for their voice and vocal cords, and physical therapy was scheduled to begin in mid-(B)(6) 2025, no change to the vocal issues had occurred. As of (B)(6) 2026, the patient had started vocal physical therapy, and there was some improvement. It was planned to continue physical therapy.

Event description:
A barostim system was implanted on (B)(6) 2025. Since implant, the patient experienced worsening vocal issues in the form of partial vocal paralysis and increased dyspnea on exertion (doe) and shortness of breath (sob). In the opinion of the physician, the root cause of the partial vocal paralysis was unknown but possibly related to nerve damage or vocal cord trauma during barostim implant as the onset was post-barostim implant. In the opinion of the physician, the doe and sob were not due to barostim as the patient had recently experienced covid. A barostim follow-up was scheduled for (B)(6) 2025. The patient was referred to physical therapy for their voice and vocal cords with the evaluation scheduled for (B)(6) 2025.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was possibly related to nerve damage or vocal cord trauma during barostim implant. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4)